Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient felt rectal pain when the device was on. Additional information received on (B)(6) 2013 reported that the device was "supposed to be explanted" but the patient chose not to do it. The patient was implanted, but the device was not on. It was stated that the stimulation therapy "was not doing anything" for the patient since 2011 and it was turned off. It was noted that the patient was exploring the idea of having the device completely removed "just to get it out of her body". It was noted that the patient had "pudendal nerve problems" and the health care provider mentioned that he might not be able to get all of the lead out. It was noted that the patient had an appointment with an oral surgeon on (B)(6) 2013 for a tooth implant. Follow up information received on (B)(6) 2013 reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2013 was noted. Additional information was received on (B)(6) 2017. It was noted that the patient was diagnosed with interstitial cystitis in 2003, and that was the reason they were implanted. However, their device had been off for ¿5 years or more,¿ because it did not help them; they clarified this was since 2010. They further stated that they ended up having their bladder removed in 2015. It was reported that the device was going to be removed on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.